Event description:
During a meniscal repair, the suture broke on three devices. The surgeon is a first time user of this device for meniscal repair. The suture broke at the knot while sliding. Suture and "t's" from all three devices were left in the patient. Additional devices were available and used to complete the procedure without delay. No patient injury or complications were reported.